Event description:
It was reported that, during a revision of a left hip (product not specified), the femur broke about 1/3rd of the way up from the base of the knee while reaming out the proximal canal to remove the existing cement mantle. The surgeon implanted a standard exeter stem. There was gross laxity of the soft tissues at the hip site, so a tritanium shell with a 36mm eccentric insert was implanted to help compensate for the laxity. An exeter +5 head was also used. The hip was still grossly unstable. The fracture was plated and cabled, but it was determined that the hip was still unacceptable. The surgeon elected to implant a +10 lfit head even though the alloy is not compatible with the exeter stem.

Manufacturer narrative:
The reported device remains implanted and is not available for evaluation. No information was provided about the revised stem, the reason for the revision or the devices used for reaming. Additional information has been requested.